Event description:
It was reported that, ¿found reflex hybrid to have broken tip of removal driver shaft.¿

Manufacturer narrative:
Method: visual inspection, mfg record review, complaint history analysis and risk assessment. Results: visual inspection: the threaded tip of the returned reflex-hybrid revision driver draw rod was confirmed to be broken. Mfg record review: no discrepancies noted. Complaint history analysis: (B)(4) previous records relating to inner shaft tip-deformation on the re-designed reflex hybrid screw extractor. The investigations into past complaints concluded that the failures were the result of user-error. I.e. Over-angulation of the reflex-hybrid screw extractor when connected to the screw. Risk assessment: issue discovered during instrument check at distribution center. No pt involvement. Conclusion: the instrument failure is believed to be the result of user-error. The surgical technique states that while the reflex-hybrid screw extractor is attached to the screw, pivoting or angulation of the instrument should be avoided as this can cause bending or breaking of the inner shaft.